Manufacturer narrative:
Catheter #1- customer report was confirmed. The catheter was returned with the tip broken off at the proximal inflation hole. The distal, proximal windings and balloon latex were not returned with the catheter. Catheter #2- customer report was confirmed. The catheter was returned with the tip broken off at the proximal inflation hole. The distal, proximal windings and balloon latex were returned with the catheter, no missing components.

Event description:
The breakage was happened during usage, and doctor can¿t take out on time. Until now, the part of breakage is still in patient¿s body. In order to make sure the length of breakage, doctor used another one to compare and cut. So, the residual one is not from p¿t body. We can¿t find out the actual lot number, but there are some possible lot numbers ¿ 58582603 & 58584218¿.